Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with currents within specification. No unexpected failed battery test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, cracked lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of failed battery test alarm. Customer's blood glucose reading was unknown. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. Troubleshooting was not completed. The insulin pump was returned for analysis.